Event description:
The rptr stated that the anti-tip broke where it clamps around the axle tube. The chair tilted causing the end-user to fall. No injuries reported.

Manufacturer narrative:
As of this date, the chair or any parts related to this chair have not been returned to the manufacturer for evaluation.